Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the report that the bands were unable to be effectively deployed. The handle and barrel containing 5 bands attached to the trigger cord were returned. The distal black band was not on the barrel and was not included in the return. A visual examination prior to functional testing indicated the positioning of the beads and the integrity of the string were conforming. It was noted that a black substance was evident on portions of the string. The returned handle was covered in a white unk powdery substance. During our laboratory analysis, the mbl device was attached through a forward viewing gastroscope. The gastroscope has an accessory channel that is 2.8mm in diameter (model # olympus gif140). The mbl barrel was attached onto the end of the gastroscope. Simulated varices were placed at the end of the barrel and vacuum pulled. An attempt was then made to fire the remaining bands, however, handle would not rotate. The trigger cord with barrel still attached was removed from the handle and then tested using a new unopened mbl device. Again, when an attempt was made to fire the latex bands, the handle would not rotate. A closer examination of the barrel and bands was then conducted and it was found that the bands and trigger cord beads were actually adhered to the barrel preventing deployment. The bands were manually forced off the barrel and the barrel was deformed in that indentations of the latex bands were present. The device appeared as if it had been exposed to excessive temperature that actually caused the bands and molded trigger cord beads to melt and adhere to the barrel. It was also noted that the latex bands once removed from the barrel did not constrict as expected. The bands appeared distended and distorted in nature and did not contract to their original size or shape. Inadequate storage conditions (excessive light and heat), sterilization and/or expired latex bands could contribute to the properties exhibited during the product eval. The lot number associated with this complaint was researched to determine the manufacturing date of the actual latex bands. We can conclude from this review that the latex bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. Per the report, the complainant indicated that the storage conditions for the distributor and the user facility were all at room temperature and the product is not being sterilized at the distributor or user facility. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we confirmed that the returned product did not function as intended. A definitive cause for this observation could not be determined because the condition of the returned product could not be duplicated in the laboratory settings. It was evident that the product was handled or stored in such a way that affected its functionality. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use advise the user that passing the endoscope over a previously placed band may dislodge the band. The instructions for use direct the user to place the endoscope tip in a straight position during the loading process. Loading the barrel and trigger cord with the endoscope tip curved can contribute to premature band deployment. Premature band deployment can occur if care is not exercised while loading the device onto the endoscope. The instructions for use direct the user to slowly rotate the handle clockwise to wind the trigger cord onto the handle spool until it is taut. The instructions advice the user that care must be taken to avoid premature band deployment when winding the trigger during system preparation. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the pt. The instructions for use direct the user to keep the handle in the two-way position prior to introducing the endoscope. After intubation, the instructions for use direct the user to place the handle in the firing position. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal varices banding procedure, a cook 6 shooter saeed multi-band ligator was used. The endoscope and ligator were in position and the esophageal varices were suctioned. Rotating the handle of the ligator would not release the band. The rotation direction of the handle was adjusted to the two-way position and the rope traction was loosened. The rotation direction of the handle was transferred back to the release (firing) direction and they continued with rotating the ligation handle. They found that they still can not release the bands. This caused the lens barrel to become distorted. Finally, the bands automatically fell off the ligator barrel. The bands were retrieved with biopsy forceps and they changed the product to complete the procedure. . A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.